Event description:
In this event, it was reported that a pt developed infection within hours of use of an x-tip. It was reported that the site appeared "almost like infection comes out" and that swelling developed after several hours. The pt was referred to an oral surgeon.

Manufacturer narrative:
It is not physiologically possible that infection of the magnitude described would have developed within the alleged time frame. Rather, the pt's pre-existing state of oral health related to the site of injection must be closely evaluated. However, because a serious injury resulted after use of the x-tip, this event meets the criteria for reportability per 21 cfr part 803.